Manufacturer narrative:
The insulin pump monitored for several days and no alarms noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm on the insulin pump. Customer stated the alarm occurred after a reservoir change. It was also reported the customer received three signal too low alarms and three unexpected restart alarms in the alarm history. The customer stated, the unexpected restart alarm was recurring during normal use. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer's blood glucose was 110 mg/dl. The customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.